Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on behalf of patient on (B)(6) 2015. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).